Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used to treat a post-polypectomy site in the sigmoid colon on (B)(6), 2010. According to the complainant, during the procedure, "the clip failed to release and would not deploy." It was reported that the clip did not grasp tissue. The device was removed from the patient and the procedure was successfully completed with another of the same device. There were no patient complications as a result of this event. The patient was reported to be "stable" at the conclusion of the procedure.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was mashed onto the bushing. The control wire was not attached to the clip assembly; therefore the clip assembly could not be deployed. The prongs on the clip could not be opened or closed. The most probable root cause for this complaint is operational context as the damage to the device is most likely the result of anatomical or procedural factors that were encountered during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a resolution clip device was used to treat a post-polypectomy site in the sigmoid colon on (B)(6) 2010. According to the complainant, during the procedure, "the clip failed to release and would not deploy." It was reported that the clip did not grasp tissue. The device was removed from the patient and the procedure was successfully completed with another of the same device. There were no patient complications as a result of this event. The patient was reported to be "stable" at the conclusion of the procedure.